Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 372 mg/dl. The customer stated that they went swimming with the insulin pump in their pocket. The insulin pump had been completely submerged in the lake water. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assembly. The motor assembly was found corroded. Unable to verify button error alarms due to blank display. Insulin pump received with cracked case at display window corners and battery tube threads, severe scratches on display window, missing end cap sticker and with broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).